Event description:
It was reported that during a laparoscopic appendectomy procedure, the device did not fire there were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damage cartridge lockout spring. The analysis showed that the device was received in good visual condition and with two cartridge reloads present. The returned reloads were received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.